Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer declined to complete the check. A supply change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.